Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b4: updated alert date. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, a driving cap, two (2) locking device for screw only aiming arm, and a screwdriver were found to be broken at the sterile processing department. There was no patient involvement. This complaint involves four (4) devices. This report is for one (1) inter-lock screwdriver t25/3.5mm hex/224mm. This is report 4 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the interlock screwdriver t25/3.5 mm hex/224mm (p/n: 03.010.473, lot #: 9067743) was returned and received at us cq. Upon visual inspection, it was observed that the distal star/hex drive tip of the shaft component was slightly twisted and a small portion of the distal star/hex drive profile was broken off. The interlock screwdriver nut and sliding bar components were missing. Thus the overall complaint was confirmed for the received device. Device failure/defect identified? Yes. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Service and repair evaluation: it was reported that on (B)(6) 2020, a driving cap, two (2) locking device for screw only aiming arm, and a screwdriver was found broken at the sterile processing department. The repair technician reported the device tip is twisted and damaged, the nut and slider are missing. The damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Document/specification review: the relevant drawings are reflecting manufactured and current revisions were reviewed. Complaint confirmed? Yes, the device received was twisted. Hence confirming the allegation. Investigation conclusion: the complaint condition is confirmed for the interlock screwdriver t25/3.5 mm hex/224mm as the distal tip of the shaft component was damaged and two (2) components of the device were missing. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part: 03.010.473, lot: 9067743, manufacturing site: haegendorf, release to warehouse date: nov. 04, 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.